Manufacturer narrative:
22-nov-2017 product investigation results: the reporter returned toothbrush head on 16-nov-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Piece/part of tooth broke off [tooth fracture]. Brush head became loose during use, flew off in mouth, a piece of tooth broke off [injury associated with device]. Heads flew off two brushes, brush head became loose during use [device breakage] product counterfeit [product counterfeit]. Case description: report source: spontaneous. A (B)(6) year old female consumer reported via phone on (B)(6) 2017 that she used oral-b flexisoft brushheads, twice or three times daily beginning on an unspecified date, and the heads flew off two brushes from a recently purchased pack of four. One of the brush heads became loose during use on (B)(6) 2017; it flew off in her mouth and a piece/part of her tooth broke off. The consumer reported she visited a dentist today ((B)(6) 2017), and made an appointment for a crown to be placed. The consumer reported she had not previously used this exact version of brush head, and she continued to use the product. The case outcome was not recovered/ not resolved. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. The consumer reported she had the electric toothbrush for decades. No further information was provided. 22-nov-2017 product investigation results: the reporter returned toothbrush head on 16-nov-2017. Toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head became loose during use, flew off in mouth, a piece of tooth broke off [injury associated with device]. Heads flew off two brushes, brush head became loose during use [device breakage]. Case description: report source: spontaneous. A (B)(6) female consumer reported via phone on (B)(6) 2017 that she used oral-b flexisoft brushheads, twice or three times daily beginning on an unspecified date, and the heads flew off two brushes from a recently purchased pack of four. One of the brush heads became loose during use on (B)(6) 2017; it flew off in her mouth and a piece/part of her tooth broke off. The consumer reported she visited a dentist today ((B)(6) 2017), and made an appointment for a crown to be placed. The consumer reported she had not previously used this exact version of brush head, and she continued to use the product. The case outcome was not recovered/ not resolved. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. The consumer reported she had the electric toothbrush for decades. No further information was provided.